Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the ventricular signal on the atrial channel. The device was reprogrammed to adjust blanking periods to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.